Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 17656074. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had an x-ray and showed that the leads were fractured. It was also reported that the patient had inadequate stimulation.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
A report was received that the patient had an x-ray and showed that the leads were fractured. It was also reported that the patient had inadequate stimulation.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an x-ray and showed that the leads were fractured. It was also reported that the patient had inadequate stimulation.